Event description:
The customer reported that the tubing sets used to process the scopes in the asp automatic endoscopic reprocessor (aer) were turning dark in color. They also had their connectors clog with no flow. While the asp field service engineer (fse) was assessing the unit, he discovered the disinfectant heater had been disconnected per customer letter and instructions; however, disinfect time was set to 5 minutes. The customer was not using cidex opa.

Manufacturer narrative:
An asp fse assessed the unit on ite. Upon arrival, he tested the water hardness and verified water hardness to be above 120ppm per test strip. He tested the system and was unable to duplicate any issues. The air pressure was running at 20psi per channel with no issues. The water flowed through all channels and tubing sets and no leaks were detected. He ran an empty test cycle and verified that the system meets manufacturer's specifications. He reset all parameters to zero and informed the customer of the reset. He instructed the customer on how to set the parameters.

Manufacturer narrative:
Correction: manufacture date: 02/19/2007. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis. The health hazard evaluation and CAPA. The DHR was reviewed and the unit met manufacturer's specifications at the time of release. The service and complaint history review of the six months ((B)(6) 2010), for this unit, sn (B)(4), per account history does not show any similar issues due to incorrectly setting the disinfect time on the aer unit; thus, there is not a significant trend. Trending analysis (cpuy complaint per unit year chart) for the problem code "e09-disinfectant time not entered" and "staining" did not reveal a significant trend over the past 12 months ((B)(4) 2010 - (B)(4) 2011). The fmea (failure mode effects analysis) for the aer revealed the risk priority numbers (rpn) for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. The hhe (health hazard evaluation) for similar issues of a shorter disinfect time on the aer revealed the hazard/risk index was 6, which indicates the associated risk is low. Due to the low health/risk index, no further action is required. A CAPA was initiated to investigate the asp automatic endoscope reprocessor (aer) system disinfect time being set by customer below required cycle time of 5 minutes when cidex opa was used (i.e., at correct temperature parameter of 25 deg c for cidex opa). There was no parts returned for investigation. The root cause was determined to be use error of incorrectly setting the disinfect time on the aer unit. The customer confirmed the use of metricide opa. Asp recommended the customer review the IFU for the product manufactured by metrix. The customer confirmed that they have corrected the disinfect time to 12 minutes.